Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was detected not on the bus the customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not on the bus. The field service engineer found that the issue was related to the network connection and power cycling of the es station and helmer fridge. The engineer tested all the drawers and checked the network cable, then powered off the station and powered off the helmer fridge for 10 seconds. After turned on the helmer fridge and waited for it to boot up, then the fridge was working normally. The system functioned as intended after the field service engineer repaired the device.